Manufacturer narrative:
There were no issues reported with the ion system. The physician reported the bleeding was likely related to the plavix being held for only 3 days.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure of the right upper lobe (rul) and experienced bleeding. There was no report of any issues with the ion system, instruments or accessories. The procedure was completed, a cios spin was done, and when the physician checked for bleeding prior to removing the ion catheter no blood was observed. A mini bronchoalveolar lavage (bal) with saline was performed, and as the physician was aspirating the syringe bleeding was observed. A bronchoscope showed profuse bleeding from the rul of approximately 350 ml, including saline; therefore, tranexamic acid and epinephrine were administered and the bleeding stopped. The patient was extubated, admitted for 1 day, then discharged home without any issues. The patient has a history of coronary artery bypass and takes plavix. The patient was instructed to hold the plavix for 5 days prior to the procedure; however, after the procedure stated that the plavix was held for just 3 days. Prior to the procedure all labs were reported to be normal. The physician stated that because the plavix was only held 3 days prior to the procedure, and the bal may have disrupted a clot that may have formed, these variables may have contributed to the bleeding.